Event description:
Complainant alleged that during biomed testing the device did not charge completely and dumped the charged energy. Complainant indicated that there was no patient involvement in the reported malfunction.